Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 06-dec-2021 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms and that the replacement products resolved initial concern. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected pm fasting blood glucose test result is 200mg/dl. Customer stated she thinks that she is getting hi due to the breakfast hat she had that morning. At the time of the call the customer reported symptoms of dry mouth and thirst; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated she stores the test strips in her purse. The test strip lot manufacturer¿s expiration date is 05/19/2022 and open vial date is was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 28-jan-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.